Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage and hardware low level failures alarm. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the insulin pump was able to complete pump rewind. Customer was able to clear the alarm. The customer did displacement verification test and it was fine, although customer heard again a loud noise when piston was coming up. Customer did self-test and the self test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test and self test. However, pump error 63 alarm confirmed in the pump history due to cold solder joint at keypad assembly.